Event description:
I had an alcon acrysof iq toric. Model sn6at7 implanted by dr (B)(6) at (B)(6) hosp in (B)(6) in my right eye on (B)(6). Unlike the iol implanted in my left eye the week before, vision did not improve as expected post-op. Subsequent examination by the implanting dr ((B)(6) 2018) showed that my implant was positioned more than 30 degrees from the desired axis established during pre-operative measurements. A subsequent repositioning surgery on (B)(6) 2019 reduced this deviation to 10 degrees, and another after that to 5 degrees, however, vision in the affected eye only improved to 20/30. The revision surgeries were performed by a different ophthalmologist, dr (B)(6) at (B)(6). After the second revision by dr (B)(6), I was advised that further attempts at surgical repositioning were not recommended. Info sent to me by alcon indicates rotation errors of greater than 3 degrees can result in inaccurate vision correction, and best I have at this point is a 5 degree deviation from the desired axis. I must wear glasses to correct to 20/20 vision in the right eye. I was not told pre-op that I was contraindicated for this device and therefore went ahead with the procedure. But after 2 different surgeons performing a total of three surgeries I have doubts that the surgical technique is robust and accurate enough in all aspects to assure an acceptable outcome. FDA safety report ID# (B)(4).